Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was in the emergency department with low flow alarms on (B)(6) 2022; the alarm have increased in frequency. They were hemodynamically stable with blood pressure within an appropriate range. Lactate dehydrogenase levels were normal. Hematocrit (hct) sensor update from 48 to 38 increased flow by about .1-0.2. The patient noted that the alarms were positional. A review of the logfile revealed low flow alarms on (B)(6) 2022. There were also several momentary low flow events recorded. Some of these events were very brief and did not generate an alarm. The trended periodic log data shows a reduction in the recorded average flow values from (B)(6) 2022. The modular cable and system controller were exchanged, as they both had significant wear and tear and needed replacement regardless of whether they were related to low flow alarms. The flow jumped up to 3.1-3.2 after those products were exchanged. Additional information revealed that the patient required outflow graft stenting to resolve low flow alarms. Related manufacturer report number: 2916596-2022-12348.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported low flow alarms. The account communicated that the patient required outflow graft stenting in order to resolve the low flow alarms. An outflow graft obstruction could not be confirmed through this investigation as no images of the outflow graft were submitted for evaluation. The controller event log file contained data from (B)(6) 2022 18:41:26 through 19:54:22, per the timestamps. Intermittent low flow alarms were captured throughout the file, with the alarms lasting between 1 second and 2 minutes and 10 seconds, each. No other notable events or alarms were captured, and the pump appeared to function as intended at the set speed. It was reported that the patient was in the emergency department (ed) and was experiencing low flow alarms, which had increased infrequency. It was noted that the alarms appeared to be positional. The patient was asymptomatic during the alarms and the cause for the low flow alarms was not identified. The patient was hemodynamically stable, their blood pressure (bp) was in the appropriate range, and their lactate dehydrogenase (ldh) levels were normal. The patient¿s hematocrit (hct) sensor was updated from 48% to 38% which slightly increased their pump flow. Additional information communicated that the low flow alarms did not resolve, and the patient underwent an outflow graft stenting procedure. Multiple attempts were made to obtain additional information from the customer regarding the outflow graft stenting procedure; however, no additional information was provided. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The hm3 lvas instructions for use (IFU) provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This document also cautions the user that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component, surgical element, or body structure. The IFU also addresses all pump parameters and contains information regarding what triggers the low flow alarm. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Additionally, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2022. No further information was provided. The manufacturer is closing the file on this event.